Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an electrode plate connection failure. There was no patient involvement.

Manufacturer narrative:
The customer was reluctant to pay for repairs and declined service.